Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the coronary procedure which was completed by using another system. A philips field service engineer (fse) went onsite and confirmed that the flexvision monitor displays the blue screen, and the system does not start. The system logfiles were checked and troubleshooting found that the malfunctioning flexvision pc and the software crash might be the cause of the issue. The fse reinstalled the software on the flexvision pc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code and health impact grid code was corrected.

Event description:
It was reported to philips that the flexvision monitor was not turning on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.